Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 4592 implantable pacing lead (B)(6) 2002.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was observed with steadily increasing impedance. There was high impedance on both unipolar and bipolar configurations. The lead was programmed unipolar and it remains in use. No patient complications have been reported as a result of this event.